Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) failed system test. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a full inspection and system checks. No malfunction or non-conformance was identified. All calibrations were verified and passed successfully, and the unit was operated continuously for an additional three (3) hours without any recurrence of the reported issue. No fault logs were available, as no fault was observed during testing. No parts were replaced during this service activity. All functional and safety tests were performed and confirmed to meet factory specifications.

Event description:
N/a